Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 250 units of insulin and remained static at 80 units. The customer reloaded the cartridge successfully and received an accurate fill estimate. The customer reported an elevated blood glucose (bg) level of 318 mg/dl, which was addressed with a correction bolus. The customer declined to perform troubleshooting with tandem technical support. Recommendation was made to call back should the customer have any further questions.